Event description:
Respiratory technician and rn in pt room when they noticed the ventilator compressor came on, then went off, then the ventilator went into "ventilator in op" mode. Pt was immediately ventilated with a hand resuscitator by nursing while the respiratory technician changed the ventilator. The pt was ventilated throughout and suffered no side effects.